Manufacturer narrative:
This model number is not approved for distribution in the u.s., however, it is similar to a device marketed in the u.s. The event occurred outside the us and is being reported due to an alleged malfunction. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during a new implantable cardioverter defibrillator (ICD) implant, the atrial lead was positioned at the right auricle and right ventricular (rv) lead was at the median septum. There was no anomaly in data at this time. Rv lead was connected to the device and lead impedance was ~700o. Atrial lead was then connected. Lead impedance was over 3000o. The mode was ddd and the form became ap-vs (atrial paced-ventricle sensed), vp pattern and pacing failure occurred at vp. Soon after ap, vs pattern was generated like rv was responding and subsequent vp didn't respond. The mode was then changed to aai but ap-vs, vp pattern as attached images continued. Rv lead was then reconnected and impedance was measured again: it was ~700o and no anomaly in coil impedance was found. Cross talk, loose-pin and port connectivity were suspected but there was no repeatability after reconnecting. Because the device malfunction couldn't be denied, another device was implanted and the leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found.